Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-4316, lot #: 17333114, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection and the subcutaneous tissue was torn at the incision battery suture site. It was believed that the infection was procedure related. The physician prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.